Manufacturer narrative:
In the event the devices are returned to the manufacturer no analysis will be performed. The reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-06386. It was reported the patient's scs leads migrated. Surgical intervention was taken and the leads were replaced. Effective stimulation therapy was reportedly restored postoperatively.